Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent heart surgery a few months ago, and has been experiencing unintended ribs and abdomen stimulation since the procedure. The leads have reportedly migrated. Subsequently, the patient's entire system was explanted and replaced. The ipg was electively replaced per the patient's request. Note: the patient received two leads with the same lot number.